Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was performed due to the migration of this device. During the procedure, it was noted that the device had moved south from the pocket and the electrode had also moved down and lateral. There was also a lesion noted at the lower end of where the device was located. When the pocket was opened, there was fluid present. Swabs were taken and the device and electrode were explanted. No additional adverse patient effects were reported. Both products will not be returned.